Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. The device was received with a corroded battery tube, cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a loose/shifted end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported a button error alarm was received on the insulin pump, which could not be cleared. The customer did not recall if the insulin pump had gotten wet or been hit. Customer was advised the device would be replaced and agreed to return the product for analysis.